Manufacturer narrative:
Upon analysis, a longevity calculation was performed, and the calculations showed the battery depletion was normal based on device usage. Sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device¿s function was normal. A single long charge time had been noted in the session records, however further information indicated the temperature exposure on this date was low enough to be consistent with affecting the charge time. No further charge time issues have been found.

Event description:
During implant of a new ICD due to normal eri, the capacitor charge time was too high. Manual capacitor maintenance was performed, and the capacitor charge time was then within normal parameters. During capacitor maintenance, the ICD battery fell below the minimum requirement for implant. The procedure was completed with another ICD.